Manufacturer narrative:
Plant investigation:dialyzer caps were manufactured after a planned product design change.product previously included four caps with dialyzer, and after change, the dialyzer included two caps designed and intended to be used on both ports in place of the previously included four caps.they require the user to press the caps securely into place on the ports rather than screw them in as with the previous design.during investigation it was observed that ¿users were applying the same technique(twist)used to secure the caps before the introduction of the new dialyzer cap, since the instructions for use(IFU)did not indicate new method for securing the caps (e.g., push action).it was indicated that updates to the IFU were made as part of the design change evaluation for the new dialyzer cap.the instructions were focused on how to perform the transfer of the cap from the end of the dialyzer to the dialysate port resulting from the reduction of four caps to two caps.the prior method of securing the cap (e.g., "twist") was not included in the IFU.the method for securing the new cap was not considered during the change. The caps do not pop off the dialyzer when the caps are secured and priming and disposal are performed in accordance with the instructions.original instructions directed to secure the cap on the dialyzer.flow rates, clamping, and disposal instructions are covered in the instructions of the dialysis system.dialyzer instructions have been improved to include information on adequately securing the cap. As the dialyzer IFU were updated to provide more specific direction on securing the cap to the dialysate port during treatment preparation the cause of the event can be attributed to labeling. No identifying data was provided preventing history review.

Event description:
A patient care coordinator reported that the cap on a dialyzer hansen port popped off and saline spilled on the floor during prime. It was reported that air was in the line as they did not notice the cap had popped off. Upon follow up it was confimred no patient was involved or impacted by this event.the dialyzer was discarded and not available to be returned to the manfacturer for physical evaluation.

Event description:
A patient care coordinator reported that the cap on a dialyzer hansen port popped off and saline spilled on the floor during prime. It was reported that air was in the line as they did not notice the cap had popped off. Upon follow up it was confimred no patient was involved or impacted by this event.the dialyzer was discarded and not available to be returned to the manfacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.